Event description:
Customer alleged elvie pump gave her an infection due to her milk not expressing fully. Customer states "my doctor instructed me for my health not to continue using the elvie pump because it does not fully express milk and I can continue to get mastitis and my nipple burns when using this pump". Customer was prescribed morphine for the pain and antibiotics for infection. Customer reported from spain.